Event description:
Handle broke with no significant injury; however, if it were to recur, there is a potential to cause significant injury - choking hazard.

Manufacturer narrative:
Lot code reported by consumer was "dp1257285". Lot code has been changed to "cp12572bs" based on the code structure information provided by the manufacturer.